Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 100mcg/ml 39.08mcg/day, baclofen 250mcg/ml 97.7mcg/day and morphine 50mg/ml 19.54mg/day via an implantable pump for spinal pain. Other medication the patient was taking was morphine while in the hospital. The date of the event was (B)(6) 2015. It was reported the patient experienced a sudden change in therapy. The patient had to go to the hospital due to horrible withdrawal post pump replacement. The patient was given morphine and the symptoms improved. The "tubing" wasn't filled with medication at the pump replacement which caused the patient to go into withdrawal after the anesthesia medicine wore off. The situation resolved. The patient reported everything was fine now and the therapy was working well. The therapy had really changed her life. The patient had five disc fusions in her back, rods and screws. The patient's posture was in a "c" position and the pump had been helpful. The patient needs magnetic resonance imaging but will be sitting due to her back problems. The reason for pump replacement, interventions, troubleshooting/diagnostics, medical history, type baclofen, lot numbers, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.